Event description:
Add'l info rec'd from reporter (B)(6) 2011: the st jude pacemaker previously reported as having data storage erased may indeed have been exposed to emi. This was not initially thought to be the case, but further f/u shows episodes of noise consistent with emi. The source of emi remains unk.

Event description:
Pt with st. Jude medical zephyr dual chamber pacemaker implanted on (B)(6) 2009. All stored data failed to record - declared invalid - at this and prior visit. St. Jude medical believes emi caused problem, but no apparent source of emi identified. Unable to determine amount in a fib or amount paced.